Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.3, lab: 3.0. Patient's therapeutic range: - 2-3 inr.